Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 50512930) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dvt and pregnancy. Concurrent conditions included post coital bleeding, genital bleeding, nabothian cyst, adenomyosis and vaginal discharge. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problem - condition : depression") and fatigue ("fatigue") and was found to have weight increased ("weight gain loss (specify which one)") and weight decreased ("weight gain loss (specify which one)"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pain, dyspareunia, vaginal haemorrhage, menorrhagia, depression, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered depression, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed my tubes were closed. 1. Successful essure procedure with neither fallopian tube appearing patent. 2. Unremarkable endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 50512930) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dvt and pregnancy. Concurrent conditions included post coital bleeding, genital bleeding, nabothian cyst, adenomyosis and vaginal discharge. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problem - condition: depression") and fatigue ("fatigue") and was found to have weight increased ("weight gain loss (specify which one)") and weight decreased ("weight gain loss (specify which one)"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vulvovaginal pain, dyspareunia, vaginal haemorrhage, menorrhagia, depression, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered depression, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed my tubes were closed. Successful essure procedure with neither fallopian tube appearing patent. Unremarkable endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet: case becomes incident. Previously reported event ¿injury to herself¿ replaced by new specific events: pelvic pain, psychological or psychiatric problem - condition: depression, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), fatigue, weight gain loss (specify which one) and vaginal pain were added. Lot number, indication and removal date were added. Patient date of birth were added. New reporter and consumer address were added. Lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.